Event description:
It was reported that the vns programming computer stopped working and the touch screen is not working. Trouble shooting have been performed but were unsuccessful. Product analysis on the vns computer will be performed after the product arrives to the manufacturer.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 the programming computer was received by the manufacturer for product analysis. After product analysis was performed on the vns programming computer it was found that the cause for the display anomaly is associated with debris. Once the display was cleaned, no further anomalies associated with the handheld performance were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.